Manufacturer narrative:
.

Event description:
It was reported that the patient presented in the clinic after receiving a notifier. An alert for high, out of range high voltage lead impedance was observed. Review of trends revealed a gradual increase. In clinic testing yielded normal measurements. The patient will continue to be monitored.